Event description:
It was reported that the patient alert tone sounded due to high svc impedance of greater than 200 ohms. Review of save to disk data showed svc impedance ranging from 188 ohms to nearly 6000 ohms over the past two months. It was also noted that the patient had twiddlers syndrome. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was received reporting that that there was also noise on the pace/sense portion of the lead, and the lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Performance data review: data collected from the device confirmed the reported impedance increase. The weekly svc impedance measurements were in the 50 - 60 ohm range until 2 months prior to explant. During that time impedance values ranged 57 - 9912 ohms. Evaluation summary: no anomalies were found; full lead in segments was returned for analysis.